Event description:
Patient receiving ivp [IV push] cinvanti when nurse noticed had slow leak at connection between IV line and onguard 2 cstd syringe adaptor lock ii. Line and connector exchanged for new line and connector. Product onguard 2 cstd syringe adaptor lock ii lot # uby589.